Manufacturer narrative:
No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Legal matter.

Event description:
It was reported through the filing of a lawsuit that allegedly an MRI scan revealed a fluid collection in the right hip and metal ion testing measured elevated levels of cobalt (5.9 mcg/l) in patient's blood. It is further alleged that based upon these findings and patient's symptoms, he had revision surgery on (B)(6) 2015 and during that surgery the doctor entered the hip and "immediately encountered a pseudotumor. ' he also saw "necrosis within the joint fluid" and saw "extensive corrosion at the border of the remoral head."